Manufacturer narrative:
Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test. No unexpected insulin flow block alarm noted during testing. Insulin pump was returned for pump error 53 and pump error 4. History file was reviewed and confirmed pump error 53 and pump error 4 due to software error. Unit had a scratched case and a pillowing keypad overlay.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error 4 and pump error 53. The insulin pump alarmed motor error twice on saturday. Customer's blood glucose level was 230 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.